Manufacturer narrative:
We are waiting for the explanted screws to be returned after revision surgery. This explantation expected to be performed within the next 6 weeks. After receipt of explants, we will initiate an engineering investigation as well as a metallurgical eval at an independent laboratory. Once detailed info is available, we will file additional info on form 3500a to FDA.

Event description:
The spine surgeon contacted our sales representative via email to notify her that a locking nut had come loose. He described it as having halos on s1 screws on the x-ray. This was discovered during an office visit, because the pt noticed a clicking in back. The pt was not having any pain or other problems. We are waiting for the explanted implants in order to do a detailed investigation.